Event description:
Reporter reported, that a servo I ventilator alarmed upon set-up to indicate that the infant evaqua breathing circuit had a leak. A replacement breathing circuit with the same lot number was observed to give the same result. Switching to a third breathing circuit with another lot date solved the problem. No patient consequence was reported.

Manufacturer narrative:
Both breathing circuits were pressure tested for leaks. Results: the first breathing circuit was found to be within the required specification for allowable leaks. The second breathing circuit was just outside specification, and as such did not exhibit any obvious source(s) of leaks. A lot check revealed no other complaints of this nature for this lot number. Conclusion: all breathing circuits are pressure tested for leaks before they are allowed to leave the production line. This is an automated process and the breathing circuit would have met the required specification at the time of product. A possible source of the leak in the second breathing circuit could be a loose connector. Loose connectors can be readily corrected by inspecting all connections and pushing them tight where necessary. This advice is provided for in our instructions for use. Our monitoring and trending of leaks in infant evaqua breathing circuits has a rate of occurrence of 0.001% worldwide in the last year to august 2008.